Event description:
A healthcare professional reported that nm-f3713 lot#9001269 implant lacked primary stability due to low torque. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
The DHR was reviewed for lot#9001269 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.